Event description:
The customer was hospitalitized for low blood glucose. Troubleshooting was performed. The programming and bolus history were accurate. Suggested that customer call her doctor to discuss possible causes of low bllod sugar. It was mentioned that the customer had flu prior to her hospitalization.